Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 02:13:12. During night drain cycle two, the patient's ultrafiltration reading was 1749ml, indicating the home patient (hp) drained 1749ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.